Event description:
This is report 1 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. No further information is available.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed and the batch review results are acceptable. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.